Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringes were broken and the plunger was missing. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: batch history (DHR) analysis, maintenance records and quality notifications were performed and no deviation was found for this lot. No photos / samples were taken by the client for evaluation, it was not possible to carry out an investigation and determine the root cause for the incident. The production processes are validated according to the defined acceptance criteria. In this way it is not possible to confirm the complaint. The event identified from this claim will be monitored for trend evaluation.

Event description:
It was reported that bd plastipak¿ syringes were broken and the plunger was missing. No serious injury or medical intervention was reported.